Event description:
Pt was scheduled for bilateral open capsulectiomies and implant exchange. Upon doing the open capsulectomy on the left side, the implant was found to be ruptured within the breast capsule. The surgeon performing the implant exchange was not the same surgeon that had originally implanted the prosthesis 20 yrs earlier. The MFR of the ruptured implant was unknown to the physician and to the pt. The implants and attached breast tissue were sent to pathology for exam. The pathology report showed no abnormal pathology. Because the one implant was to be ruptured at the time of surgery, this was considered to be a pt injury in the facility'sopinion. 'Spinion.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.